Event description:
It was reported that the user received a pump disconnected alert, observed the ilet pump had shut down unexpectedly, and could not power it on until placing it on a charger; after charging, the device powered on and reconnected to the mobile app, consistent with an unexpected shutdown involving the computer software. Symptoms included none. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software-related problem associated with the device¿s computer software that led to an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.